Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that the ultrasound was not working during a cataract with intraocular lens implant (iol) surgery. The procedure was completed with no patient harm.

Manufacturer narrative:
The system was examined and the reported event was replicated. The printed circuit board (pcb) assembly controller was replaced to resolve the issue. The pcb was returned for evaluation. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on (B)(6) 2008. Based on qa assessment, the product met specifications at the time of release. The pcb was received for evaluation. A visual assessment of the returned sample found no visual nonconformities. The returned pcb was installed into a calibrated system. The system started without any issue. A calibrated handpiece was connected to the system where it tuned successfully and completed a five minute burn-in test with the system set at 100% ultrasonic and torsional power. The drive test was then performed finding the pcb to meet specifications. The customer reported event was replicated. However, the returned pcb was found to meet specifications. Therefore, based on the information obtained, the root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).